Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of bc191-05 nasal tubing 70mm had a hole in the tubing. The healthcare facility further reported that the therapy was not compromised during use of the subject tubing. The reported failure was observed only when the leak was identified. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not available based on the time of manufacturing. Section h4: manufacturing date not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. F&p in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of bc191-05 nasal tubing 70mm had a hole in the tubing. The healthcare facility further reported that the therapy was not compromised during use of the subject tubing. The reported failure was observed only when the leak was identified. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not available based on the time of manufacturing. Section h4: manufacturing date not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being. Exempt from pms pathway to regulatory approval. Method: the subject device bc191-05 nasal tubing 70mm was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information provided by the healthcare facility and our knowledge of our product. Results: a healthcare facility has reported that the tubing of bc191-05 nasal tubing 70mm had a hole in the tubing and caused a leak. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191-05 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 bubble CPAP system.